Event description:
It was reported that the device had a problem with the ac power supply during use on a pt. The device switched from ac power supply to the battery mode, as specified for a situation with ac power failures. The user exchanged the device during pt treatment. No adverse effect on pt reported. Reference: (B)(4). Ref MFR# 8010762-2014-00225.